Manufacturer narrative:
There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary. The pump stop was captured under the controller complaint MFR 1220648-2025-48510.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop. The supporting automated impella controller was exchanged to continue patient support. No patient harm was reported. This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number.

Manufacturer narrative:
The cause of the pump stop was not established as no product or logs were returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the newly completed investigation. Investigation summary: the investigation was updated due to data logs being received. Temporary pump stop: clinical information reported the pump stopped and controller failure before high motor current and pump stopped. The automated impella controller (aic) was replaced and the issue did not happen on the replacement aic. The pump was able to support the patient. The data logs confirmed temporary pump stop and show a alarm controller error pump stop. There were no motor current spikes outside p-level changes and no pump related log abnormalities leading to the pump stop. In addition, the pump was able to run without issues on the replacement console. The cause of the issue was not traced to the pump as log analysis revealed no pump related log abnormalities and pump was able to run on replacement console without issues. Device history review: the pump passed all post sterile inspection checks.